Event description:
Additional information was received from the patient. It was reported that they pressed the button on top of the unit to resolve the issue. The issue was resolved. The patient provided their weight at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said for at least a week the implantable neurostimulator (ins) has been turning off randomly on it's own and ins battery was depleting quicker than before. Patient said ins would be on and then she would check ins with controller and see "stimulation is off". Upon further investigation patient has always used MRI mode to turn stimulation on and off. Patient denies any changes to setting in regards to ins depleting more quickly. No falls/trauma were reported. External equipment appeared to be functioning like normal. Patient services recommended patient keep log of ins turning off on it's own occurrences and redirected patient to hcp to have device checked. Patient has hcp appointment on (B)(6).